Event description:
A customer in foreign country alleged that during a toric porcedure, using an emphasis "I" disc, the laser's endpoint detection system did not properly stop the procedure. This alleged malfunction resulted in more laser pulses being delivered during treatment than intended.